Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed. Device labeling: 5. Precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions: 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had the needle ¿become untethered when injecting into the patient¿s cheekbone area, and product came out all over the place.¿ patient contact was made, but no injury occurred to patient, staff, or injector. The packaged needle was used.